Manufacturer narrative:
(B)(4)

Event description:
It was reported that the filterwire broke. Vascular access was obtained via the femoral artery. The 99% stenosed, 30x6-7mm, eccentric, de novo target lesion was located in the moderately calcified internal left carotid artery. A 190cm filterwire ez embolic protection system and a 8.0-29mm carotid wallstent¿ were used. However, the stent did not deploy and when the devices were attempted to be removed, it was noticed that the filterwire was damaged/broken. Both filterwire and stent were successfully removed and the procedure was completed with more of the same sized devices. No patient complications were reported and patient¿s status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A part of the wire returned in a generic plastic bag and was broken. Visual inspection revealed that the device is broken and only a section was returned by the customer, has the distal tip damage (stretched and curve), also the wire is kink and bent in several sections. Dimensional inspection of the outer diameter (od) spring tip and od near to the kink section were performed and were within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that the filterwire broke. Vascular access was obtained via the femoral artery. The 99% stenosed, 30x6-7mm, eccentric, de novo target lesion was located in the moderately calcified internal left carotid artery. A 190cm filterwire ez embolic protection system and a 8.0-29mm carotid wallstent were used. However, the stent did not deploy and when the devices were attempted to be removed, it was noticed that the filterwire was damaged/broken. Both filterwire and stent were successfully removed and the procedure was completed with more of the same sized devices. No patient complications were reported and patient¿s status was stable.